Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported leak / fracture remains unknown.

Event description:
Upon flushing the introducer line that the temporary pacer was introduced through, saline was noted between the dressing and the patient's skin. After the dressing was removed, the introducer line was noted to be cracked. While manipulating the introducer line, it severed and was no longer intact and the temporary pacer wires were no longer in the correct placement. The patient was taken back to the cath lab for removal and replacement. No additional information is available as the event report was submitted from the FDA to abbott.